Manufacturer narrative:
Concomitant medical products: w2dr01 ipg implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during replacement procedure that the right atrial (ra) lead exhibited insulation damage with "one coil coming out visually" and oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.